Manufacturer narrative:
It was reported "the bars that were tucked under his mattress had shifted away from his bed and I found him, passed away, slumped over the bars. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Bars shifted away from mattress.